Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the an occlusion alarm occurred. There was no impact to the customer's blood glucose level. Occlusion occurred in the past, therefore, tandem technical support could not troubleshoot. Customer changed the cartridge and infusion set to resolve the issue. There were no issues identified with the cartridge or infusion set.